Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a high temperature condition was identified. The manufacturer is currently investigating this issue and will file a follow up report when the investigation is complete.